Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported malfunction was not reproduced, but omsc found following failures. There was a pinhole on the rubber of the bending section. The angulation could not work due to corrosion on the bending section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. It is considered that the image unit was short-circuited temporarily because liquid was invaded from the pinhole on the bending rubber, resulting in the image loss. The operation manual of the subject device has already described as follow; - be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions and poses an infection-control risk.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device became black when the user crushed urinary stones using the laser probe during a transurethral urolithiasis surgery. After the phenomenon occurred, the user once switched off and again switched on the power source of the subject device. But there was no improvement in the image. So the user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury in this event.